Event description:
Alleged event: the catheters would not deflate. The doctor used a wire to deflate the balloon. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related complaints.